Event description:
Started having higher pain level in lower thigh area burning, throbbing pain, ruptured tendon repair done (B)(6) 2016, pain didn't get better. I could feel component moving in knee revision done (B)(6) 2017. This is with (r) knee. Total knee replacement was done (B)(6) 2015.